Event description:
Additional information received reported that the patient had concerns with their device or therapy. The patient was still having concerns regarding their device or therapy and had met with their doctor or manufacturer representative on (B)(6) 2015. It was stated that the patient was still having concerns with their device or therapy, but it was not clear if they would seek further help. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3487a, lot# l40061, implanted: (B)(6) 1997, product type: lead; product ID 74001, lot# n206836, implanted: (B)(6) 2010, product type: adapter; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type: extension; product ID 37752, serial# (B)(4), product type: recharger; product ID 3550-09, serial# (B)(4), implanted: (B)(6) 2008, product type: accessory. (B)(4).

Event description:
It was reported that the patient wanted a manufacturing representative (rep) to check her implant because it was dead. The patient¿s healthcare provider (hcp) office told her to contact a rep. The patient replaced the batteries in the patient programmer (pp) and the pp would not power up. Her hcp told her that the implant might need to be replaced. Her ¿computer,¿ which was clarified to be the implant, was not working and it had been 5 years. She was having severe pain because therapy was not working. She saw her hcp yesterday and got an epidural shot. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.